Manufacturer narrative:
Upon arrival of a boston scientific field service engineer at the facility, the reported 201 error was confirmed. The original hv power board was removed and a new hv power board was installed. Functional testing and safety evaluation of the repaired system were completed, and the system was left in good condition.

Event description:
It was reported that procedure was not completed due to an unresolved system error. It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farastar ablation generator was selected for use. During the procedure, a 201 error occurred during last pulmonary vein ablation in pvi case, as generator did not allow to proceed with 'post fault code 201. The procedure was stopped and the pfa system withdrawn from patient. The procedure was completed about 3/4, and was not possible to continue. The remaining procedure was canceled. No patient complications were reported. The system isn't expected to return for laboratory analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that procedure was not completed due to an unresolved system error. It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farastar ablation generator was selected for use. During the procedure, a 201 error occurred during last pulmonary vein ablation in pvi case, as generator did not allow to proceed with 'post fault code 201. The procedure was stopped and the pfa system withdrawn from patient. The procedure was completed about 3/4, and was not possible to continue. The remaining procedure was canceled. No patient complications were reported. The system isn't expected to return for laboratory analysis.